Manufacturer narrative:
After further review, the issue occurred outside of clinician use, but at pre-operational self-test (post) which pre risk files is not reportable as issue is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, it is determined to be not reportable.

Event description:
Philips received a complaint from the customer biomed reporting a backup alarm failure on the v60 ventilator. Device usage was not provided. There was no report of harm.

Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code backup alarm failed in the device event log. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba). Onsite service was scheduled. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The issue of back up alarm failure was duplicated in testing, and the pm pcba was replaced. However, the issue persisted. The asp advised the customer to consider replacement of the central processing unit (cpu) pcba and/or motor control (mc) pcba. Investigation remains ongoing.